Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 31 mmol/l at the time of incident and current blood glucose level was 25 mmol/l. Customer was treated with manual injection. Customer had symptoms such as ketones. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.